Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 02-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an error when login. When signing into the device through the biometric identifier (bio ID) then to the home screen but was immediately logged out. The field service engineer cancelled the work order as, escalated to csc. No findings available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user signed into pyxis using bio ID, reached the home screen, and was then immediately logged out. All permissions and device settings appeared correct, and the issue did not occur during every login attempt. However, there were no delays or adverse events or injuries reported based on this event.